Event description:
The customer reported having high blood glucose. Also, it was reported that the insulin pump alarmed motor error during rewind. The device was exposed to water and had condensation under the screen. Troubleshooting was performed. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage on the electronic assembly.